Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had an appointment with their hcp yesterday and their therapy settings were comfortable at the appointment. The patient was told everything would "refreshen" so they went home and slept. Once they were home, however, they felt like everything was not acting right. The patient thought maybe the "leads or something" weren't doing their job because they felt like the therapy wasn't working. The patient said it felt like the amplitude was turned down and the therapy settings didn't feel comfortable, so they tried to connect to the ins to increase the amplitude. However, the handset screen was frozen on the lock screen and would not respond to them swiping the screen to unlock it. During the call the patient managed to unlock the handset, but the handset screen continued to intermittently freeze. The patient also noticed that the handset screen went into landscape mode after they tapped on the interstim x my therapy app icon eventhough they never rotated the handset. The quick panel also appeared randomly without the patient swiping down from the top of the screen. The patient denied dropping the handset or getting it wet. The handset would not allow the patient to power it off or restart it. The issue was not resolved. A request was sent to the repair department to replace the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on 2026-jan-26. The agent reviewed general use, and the patient successfully connected to implant. The patient repeated therapy issues. The agent reviewed therapy information and general programming guidance. The patient didn't want to make any adjustments during the call as they said that when they increase, they didn't feel it in the appropriate area. The patient was redirected to their managing physician to further discuss and schedule an appointment to device implanted device. A replacement request was sent to repair to order recharging cable kit and reviewed recharging cable kit with patient. On 2026-feb-13, (B)(6) (con): additional information was received from the patient. The patient called back and said they received the power adaptor and said they were going through all the steps but it was not doing anything. They said that either they were cutting out or they were using it somehow and it was not stimulating. The patient further clarified theywere having leakage and that they'd just increased the stimulation to .8 ma. The patient said they could "feel it going" but once they hit 'end session' they felt like it turned everything off or "like it wasn't even there" and they "didn't feel it vibrating." Patient services offered to help the patient check their therapy setting and reviewed with the patient the therapy would not turn off when they ended their session, and the patient said it felt like the implant was going off. Patient services reviewed stimulation considerations with the patient and suggested they try another program if they were still leaking at .8 ma. The patient said it was the same for other programs they'd been on. Patient services walked patient through connecting to their settings. The patient connected to see their settings. The therapy was on, on program 1 at .8 ma. The patient wanted to turn the stimulation down. They said they went to "take the stimulation down," and it went down to .7 ma and .6 ma without their hand doing anything. Patient services tried to clarify with the patient if they perhaps double-tapped and the patient kept saying "I didn't do anything." The patient went back up to .7 ma, and said they no longer had pain, and they didn't feel the stimulation. Patient services walked the patient through powering off their communicator and then directed the patient to hit "end session". The patient was directed to monitor their symptoms now that they decreased the stimulation to a comfortable level. The patient was redirected to follow up with their hcp to discuss their symptom concerns.

Manufacturer narrative:
B2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient repeated concerns that they felt stimulation when changing programs, but then it stopped working and they stopped feeling it. The patient reported that the therapy previously helped improve their bladder function significantly, and the patient could urinate after drinking one bottle of water. Now the patient could drink 6 bottles of water before they could urinate and all the sudden their body was retaining water. Patient services (ps) asked the patient if they had tried of the all available programs, but the patient did not specify. The patient was somewhat difficult to follow but appeared to misunderstand the intended purpose, function, and design of the programmer and therapy application. The patient stated that they had watched programmer videos online and expressed concerns that on the "searching for device" transitional app screen the circular graphic was not fully loading. The patient thought this meant that the data was not fully uploading. The agent reviewed expectations with patient, that this was simply a transitional app screen and the circular graphic was not indicative of ins data. The patient confirmed they were able to connect successfully to the ins and view therapy settings. Ps reviewed this meant the programmer/comm unicator were working successfully to connect to the ins. The agent reviewed device settings and programming data was saved to the ins. The agent recommended the patient follow up with their managing physician to address their urinary concerns.

Event description:
Additional information was received from the patient. They reported that they have an appointment on (B)(6) at 10:30am. The patient said they had talked to the company about a month ago, if not a month or two ago. They just couldn't figure it out. Agent sent email to medtronic rep requesting to contact the patient and to see if they can be present at patient's appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The agent reviewed general use, and the patient successfully connected to implant. The patient repeated therapy issues. The agent reviewed therapy information and general programming guidance. The patient didn't want to make any adjustments during the call as they said that when they increase, they didn't feel it in the appropriate area. The patient was redirected to their managing physician to further discuss and schedule an appointment to device implanted device. A replacement request was sent to repair to order recharging cable kit and reviewed recharging cable kit with patient.

Manufacturer narrative:
Continuation of d10: product ID a52300, serial# unknown, product type: software. Product ID hh9021snm, serial# (B)(6), product type: mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.